Manufacturer narrative:
Qn# (B)(4). The device was not returned for investigation. No return product evaluation could be completed. The device lot history record review indicated no non-conformities related to this lot, therefore, supporting the device met material, assembly, and performance specifications prior to shipment. Case details were reviewed. While inserting the bypass tube through the hemostatic valve of the manta sheath, the physician was not able to advance the bypass tube into the sheath hub. The IFU indicates in step 3 of inserting the device: note: if significant resistance is felt inserting the bypass tube into the manta sheath, remove the entire system and open a new device. The der process will continue to monitor for any similar events.

Event description:
It was reported that: there was a technical issue of hemost valve. Additional information has been requested from the account.

Event description:
It was reported that: there was a technical issue of hemost valve. Additional information has been requested from the account.

Manufacturer narrative:
(B)(4).